Manufacturer narrative:
B3 date of event - estimated as it was reported as occurring 2 months prior to the social media comment. D6a implant date - estimated as it was reported as occurring 5 years prior to the social media comment.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted approximately five (5) years ago. It was reported that the patient recently experienced a cerebral vascular accident and was placed back on anticoagulation medication. No further information was provided.